Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-01038, 3005168196-2016-01039.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the physician had difficulty advancing a ruby coil through the px slim and experienced resistance. Subsequently, the coil became stuck so the physician attempted remove it. However, while the coil was being retracted, it unintentionally detached inside the px slim. The physician then removed the detached ruby coil and attempted to advance a new ruby coil through the same px slim. However, the physician still met resistance. The ruby coil became stuck and was unable to advance through the px slim. Therefore, the physician attempted to remove the ruby coil. However, while the coil was being retracted, it unintentionally detached inside the px slim. The physician removed px slim containing the detached ruby coil from the patient. Upon inspection of the px slim, a kink was observed. The technologist was unsure when the px slim became kinked. Thereafter, the procedure was completed using a new px slim and new ruby coils without any further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the second ruby coil evaluated; the pusher assembly was kinked in multiple locations; the embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first ruby coil revealed that the pusher assembly was fractured and kinked in multiple locations. The type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance it may become kinked. If the kinked device is forcefully manipulated during withdrawal from a microcatheter, a fracture such as this may occur. The separation of the fractured segments may have caused the pull wire to become retracted out of its distal detachment tip (ddt), which would result in the embolization coil detaching. Further evaluation revealed the pet lock was broken on the proximal end of the first ruby. This damage was likely incidental and may have occurred while retracting the ruby coil from the px slim. Evaluation of the second ruby coil revealed that the pusher assembly was kinked in multiple locations. This type of damage was likely incidental and may have occurred during packaging the device for return. Further evaluation revealed the embolization coil was intact with the pusher assembly. Therefore, the root cause of the reported unintentional detachment of this ruby coil could not be determined. The damaged px slim likely contributed to both of the ruby coils resistance experienced while attempting to advance the ruby coils through the microcatheter. The px slim mentioned in the complaint was not returned for evaluation. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01038, 3005168196-2016-01039.